Event description:
It was reported the patient is unable to establish communication between her ipg and charger. A new charging system was sent to the patient which did not resolve the issue. It was also reported the patient's programmer reflected a communication error. The patient reported she has not charged her ipg in approximately 2-3 months and she has been without stimulation for 6 months. The patient may undergo surgical intervention as the next course of action. Please note: the patient's concomitant medical products are unknown.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.